Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a steerable guide catheter (sgc) was advanced into the femoral vein. During insertion, increased resistance was encountered. It was subsequently identified that the sgc had become entangled with a perclose device suture. Although the sgc was withdrawn, the suture had already embolized into the vessel and was unable to be retrieved using standard percutaneous retrieval techniques. Ultrasound imaging confirmed the presence of the suture slightly distal to the vascular access site, and a minor surgery was performed. The suture was successfully retrieved; however, advancement of the sheath while entangled with the suture resulted in a minor vascular injury. The mitraclip procedure was subsequently performed, and the intervention was completed successfully with deployment of a mitraclip at anterior and posterior leaflet 2(a2p2). Post-procedure, the mr was reduced to grade 1¿2. No clinically significant delay was reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.